Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously missed information in section b5. After review, it was determined that section b5 should be filed as follows: the manufacturer previously received information alleging an issue related to ventilator's sound abatement foam. Additional information need to capture about the alleged headache, cough and particles in tubing chamber.. Section h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to ventilator's sound abatement foam. Also, alleged headache, cough and particles in tubing chamber. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no particles in tubing chamber and unit is scrapped. Section h6 updated in this report.